Event description:
It was reported that the patient¿s physician found on the last two refill occasions that there was less drug in the pump than was indicated by the pump. In both cases there were no alarms or entries in the logs to indicate anything was wrong. In the first instance, the pump should have had 6.5 ml, but the pump was ¿almost dry¿. In the second instance, there should have been 4 ml, but the pump was dry.

Manufacturer narrative:
(B)(4).